Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked.the analysis showed that the fixation of the lead was bent. In addition, deformations could be seen at the proximal and distal shock coil. These damages can, however, be explained by the explantation procedure. There were no deviations from the technical specifications that could be related to the clinical complaint.there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the lead had dislodged into the right atrium about 2 months after implant. No worsening of the patient's state of health was reported. The device is currently undergoing analysis.